Event description:
No one was injured/hurt/affected. I opened an unopened hypodermic needle, and it has white gunk on it. The white stuff is normally securing the base of the needle but this one has like melted or something - splattered. Unsafe for use on a patient. I am reporting it because maybe there is a bad batch. 18g x 1 1/2" tw 1.2mmx40mm. Ref 305196. Esp 4/30/2030. Lot 5092808. (B)(4).